Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was 162 mg/dl. A follow-up call to ensure that alternate insulin therapy was obtained was declined by the customer.